Manufacturer narrative:
Lens was removed/replaced in the initial surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting a tecnis multifocal intraocular lens (iol) model zmb00 19.0 diopter, into the patient¿s left eye, the lens flipped so the physician cut it up and removed it. However, in follow up it was clarified that the lens did not unfold properly so it was removed from the eye. Another tecnis multifocal intraocular lens model zmb00 of a lower diopter (18.5) was implanted as the replacement lens. The patient is reported to be doing fine post-op. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 2/21/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The customer''s reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.